Event description:
The following information was reported: the doctor was retracting the procedural sheath, the balloon came through the procedural sheath. A balloon loss of pressure didn't happen. A hematoma (size 6 cm or less) was noted. Manual compression was applied for 25 minutes and then a femostop for 1-2 hours. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: 6 mm stick location: medium sheath size: 6f. Intended closure: arterial. Doctor's opinion was: event was caused by mynx. The balloon didn't have enough support to retract the sheath.

Manufacturer narrative:
The returned device had no evidence of blood which likely indicates that the device was never inserted into a procedural sheath. The condition of the device does not match the description of the incident. The balloon was inflated with water, and pressure was maintained. The inflation indicator performed per specification. No leak was observed in the balloon or any part of the catheter. The balloon was verified in a go/no go gauge and was noted to be within the 5.75 - 6.15mm specification. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the instructions for use. The review of the lhr (f1501402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).